Event description:
The physician had difficulty accessing the subclavian vein and the pt suffered a pneumothorax.

Manufacturer narrative:
It was reported that the physician had difficulty accessing the subclavian vein during a pacemaker procedure. He could not thread the guidewire through the access needle and safe sheath from merit medical. They also stated the syringe plunger was not working. A routine x-ray post procedure revealed a 40% pneumothorax. The pt was subsequently admitted. No syringe sample was provided for evaluation. A root caused was not determined. The access needle, guidewire and safe sheath are not components in this pack. We have not confirmed the syringe was a contributing factor to this incident and it is not known that what role the user played. However, in an abundance of caution, this medwatch is being filed.